Manufacturer narrative:
Investigation summary: bd service followed up with customer and no files were received in this complaint. Based on the investigation, we have excluded any systemic failure in the manufacturing process. As no deviations were observed in the investigation, no corrective or preventive actions are indicated at this time. Bd will continue to monitor for trending. Based on the evaluation of the investigation, the complaint was not confirmed. No further actions will be taken as no confirmed trend has been identified. A definite root cause could not be determined. H3 other text : see h10.

Event description:
It was reported while using bd phoenix¿; ap probable contamination occurred. Three out of 90 panels had false resistance for ertapenem. The following information was provided by the initial reporter: it was reported that possible contamination occurred. They had three out of 90 panels with false resistant ertapenem.

Event description:
It was reported while using bd phoenix¿; ap probable contamination occurred. Three out of 90 panels had false resistance for ertapenem. The following information was provided by the initial reporter: it was reported that possible contamination occurred. They had three out of 90 panels with false resistant ertapenem.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.